Manufacturer narrative:
Investigation summary complaint of no flow / can't prime / difficult to prime on item d1000 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint.

Manufacturer narrative:
It is unknown if the device will be returned for evaluation; however, a lot history review should be performed.

Event description:
The event occurred on an unspecified date and involved a tego connector where the customer reported that they had difficulty with aspiration of the venous lumen; there was no blood coming out during central venous catheter care. There was patient involvement, but harm was not reported as a consequence of this event.